Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the flex video scope air water nozzle was blocked with foreign debris. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (first name, last name, email address, telephone number removed, and establishment name changed to olympus), g2(the health professional checkbox should be left blank.) A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. The foreign material adhered/clogged in the nozzle was confirmed. There was no damage to the area where the foreign material was detected, and there were no obvious deviations from the instructions for use (IFU) reprocessing steps. Therefore, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use which state: the suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU). Instructions for use (IFU) states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection instructions for use (IFU) states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.